Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient experiencing presyncope received inappropriate therapy during a supraventricular tachycardia (svt) while playing baseball. The device diagnosed the rhythm as ventricular tachycardia (vt) and delivered antitachycardia pacing (atp) and high voltage therapies. Programming changes were made. Patient is fine and doing well.